Event description:
It was reported that during a da vinci-assisted surgical procedure, a permanent cautery hook instrument was coming apart. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have the main tube broken. No material was found missing. The root cause of broken instrument main tube is typically attributed to the user. Additional investigation, found the instrument to have a broken ceramic sleeve. Broken piece(s) is missing as a result of breakage. Size of missing piece is approximately .048 x .089. The root cause of broken instrument ceramic sleeve is typically attributed to the misuse/mishandling, such as excess force applied to the distal end of the instrument or accidental collisions.